Event description:
Reportedly, following a patient-initiated transmission and an alert, the remote report was empty. Preliminary analysis revealed that the issue resulted from unexpected characters for the lead coil parameter.

Manufacturer narrative:
Preliminary analysis revealed that the issue resulted from unexpected characters for the lead coil parameter.

Event description:
Reportedly, following a patient-initiated transmission and an alert, the remote report was empty.

Manufacturer narrative:
Please refer to the attached analysis report.